Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, no hardware parts were replaced and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the axiem box abruptly lost communication and gave red status' on the details page. They attempted to reboot the system and it did not resolve the issue. The registered nurse (rn) checked the eminterface and all the fields said okay, but it said "system: not ready". The rn flipped back to the gui and the details were both red still. The site ensured the emitter was turned on in the system. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that insufficient information since the issue was not able to be replicated. If information is provided in the future, a supplemental report will be issued.